Manufacturer narrative:
Investigation summary: an event occurred involving a (B)(6)-year-old female patient who was complaining of pain and discomfort. X-rays revealed that he 300-52-004 plate was broken. The plate was subsequently removed on (B)(6) 2018. An investigation was completed including a review of the device history record, an inspection of the returned parts, and a review of the case details. DHR review the returned plate was identified as part number 300-52-004 from lot tsl003793. Lot tsl003793 began manufacturing on 04/28/18. 30 pieces were manufactured with zero in-process scrap. No deviation, reworks, or nonconformances were associated with this lot. The DHR was reviewed and no other anomalies were identified. The returned screws did not indicate a lot number and a DHR review could not be completed. Visual and dimensional inspection five gridlock locking screws, one tiger cannulated screw, and one broken 300-52-004 was returned to corporate for review. The part and lot numbers for the returned screws are unknown, however, no deficiencies were reported related to the screws. All screws returned had some small damage and discoloration observed, likely from the insertion and subsequent removal. No major defects were identified and no deficiencies were alleged to the quality of the screws. Therefore, no dimensional inspection occurred. The returned plate was visually reviewed. As reported, the plate is broken at the second most proximal locking hole. Some slight wear and discoloration was observed on the plates top surface and around the screw holes. This is to be expected as the plate was implanted and subsequently removed. The plate was not able to be entirely dimensionally inspected as it is broken. However, the thickness of the plate was evaluated at both sides of the break with point micrometers g0148 and found to be within specification (0.0612" and 0.0605"). The specification for the thickness is 0.058-0.063". The case details stated that the surgeon believed the plate break was not due to the plate itself, but due to factors such as patient noncompliance. An isolated root cause is not known at this time, but the event was likely caused by patent noncompliance.

Event description:
On (B)(6) 2018, at (B)(6) hospital, dr. (B)(6) (the surgeon) had a revision on the right foot of a (B)(6) year old female patient who was complaining of pain and discomfort. Upon review of the x-rays, it was seen that the 300-52-004 (petite mpj vlc gridlock plate right) (lot: tsl003793) was broken at the second most proximal locking screw hole and did not fuse. Our sales representative noted that the original surgery occurred on (B)(6) 2018 as a bilateral fusion. The patient was not overweight, but the sales representative did note that she was noncompliant with suggested precautions (e.g. Proper shoes.) The sales representative also noted that the surgeon suspects the plate's break was not due to the plate itself, but was due to multiple factors including the patient's noncompliance and that the original surgery was a bilateral fusion. The surgeon also noted that the other plate involved in the original bilateral fusion also failed. There was no reported pain from the patient from this failure. The surgeon has no intent to revise the other plate at this time. The plate will be returned to corporate for review.

Manufacturer narrative:
--Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-7 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) unknown. Event is considered to be onset of patient pain and discomfort. 2. Catalog # and serial # (d4) not utilized by trilliant surgical. 3. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 4. Reprocessor name and address (d9) n/a to this report. 5. Concomitant medical products and therapy dates (d11) not reported. 6. Section h9 n/a to this report. 7. No files attached to this follow-up report. Investigation summary (including evaluation summary from section h3). Note: five (5) gridlock locking screws, one (1) tiger cannulated screw, and one (1) broken 300-52-004 were returned to corporate for review. The part and lot numbers for the returned screws are unknown, however, no deficiencies were reported related to the screws. Visual inspection: visual inspection of the 300-52-004 plate confirmed that the plate broke at an edge of the second most proximal locking screw hole. This is near the center of the plate. Slight wear was observed on the top surface of the plate and around the screw holes. This is expected due to implantation and removal of the plate. All the screws that were returned were observed to have minor damage and discoloration, which were likely caused by the insertion and removal of the screws. No major defects were identified and no deficiencies were attributed to the quality of the screws, so dimensional inspection of the screws was not executed. Review of the device history record (DHR) for tsl003793: lot tsl003793 began production on (B)(6) 2018 and completed production on (B)(6) 2016. This lot released 30 parts to inventory on (B)(6)2016 (the date reported in section h4). All parts were inspected to revision a of 300-52-004. All parts underwent 100% final inspection and met the established acceptance criteria for all inspection features. There were no nonconformances, deviations, or reworks associated with this lot. Review of this DHR found no irregularities. Dimensional inspection. The plate could not be entirely dimensionally inspected because it was broken. The thickness of the plate was evaluated at both sides of the break with point micrometer g0148 and found to be within specification (0.0612" and 0.0605"). The specification for the thickness is 0.063" - 0.005". Evaluation of similar complaints: an evaluation of similar complaints was completed for part numbers 300-52-004 and 300-52-005 (the left and right petite mpj plates) for the 12 months preceding the notification date of this event. Four (4) similar events were identified. As of the completion of this investigation, one of the four investigations has not yet been completed so its evaluation cannot be included in this report. One (1) investigation determined that fusion of the joint was successful, but the plate likely broke because it was undersized for the patient it was used for. The other two (2) investigations both found the root cause to be patient noncompliance. Root cause determination: investigation of the event description highlighted the recognition that the patient was noncompliant with suggested precautions. Review of the DHR confirmed that the device met established acceptance criteria prior to its release to the field. Visual and dimensional inspection for the returned product verified that the critical features relating to the plate's peak load resistance (plate thickness) were within specification. Evaluation of similar complaints found that patient noncompliance is a common cause for this type of event. Due to patient noncompliance being noted in the event description and also being a common cause for this type of event, it has been determined that the root cause for this event was patient noncompliance with suggested precautions.

Event description:
On (B)(6) 2018 at hospital x, doctor 1 had a revision on the right foot of a 51-year-old female patient who was complaining of pain and discomfort. Upon review of the x-rays, it was seen that the petite mpj vlc gridlock plate right (300-52-004, lot tsl003793) was broken at the second most proximal locking screw hole and did not fuse. The associated trilliant surgical sales representative noted that the original surgery occurred on (B)(6) 2018 as a bilateral fusion. The patient was not overweight, but the sales representative did note that she was noncompliant with suggested precautions (e.g. Proper shoes). The sales representative also noted that doctor 1 suspects the plate's break was not due to the plate itself, but was due to multiple factors including the patient's noncompliance and that the original surgery was a bilateral fusion. Doctor 1 also noted that the other plate involved in the original bilateral fusion also failed. There was no reported pain from the patient from this failure. Doctor 1 has no intent to revise the other plate at this time. The plate was returned to corporate for review.